Manufacturer narrative:
Heidinger, astrid, et al. "A retrospective study of 199 xen45 stent implantations from 2014 to 2016." Journal of glaucoma, vol. 28, no. 1, january 2018, p.75-79. (B)(4). The reported events of hypotony, hyphema, malignant glaucoma, endophthalmitis, fibrosis, high intraocular pressure, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported events of 16 cases hypotony, 7 cases hyphema, 1 case aqueous misdirection, 1 case late-onset endophthalmitis, 44 cases required needling, 3 revisions were indicated due to stent exposure, and 8 cases required secondary glaucoma surgeries were noted in the article "a retrospective study of 199 xen45 stent implantations from 2014 to 2016." Journal of glaucoma, vol. 28, no. 1, january 2018, p.75-79.